Event description:
Olympus (oms) was informed by the doctor at the user facility that during a monopolar transurethral resection of the prostate (turp) procedure, the customer high-frequency electro-surgical generator (esg-400) ran without any problem which was connected to a voltage stabilizer and video/viewing tower but began to present the e433 error failure to turn on and off on its own. The turp could not continue with the esg-400 and was concluded using different technology/equipment. No death or injury and no impact to person or other has been reported to olympus.

Manufacturer narrative:
The referenced unit was returned to the olympus service center. The service inspection confirmed the customer¿s reported issue, e433 error. The unit continuously restarts once turned on. The problem was isolated to a defective high voltage power supply (hvps) board. The cause of the defective hvps board is unknown. Additional information was requested from the doctor at the user facility, but only limited information was provided. The investigation is in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the defective high voltage power supply (hvps) board is unknown. Olympus will continue to monitor field performance for this device.